Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The patient's blood glucose result was 200 mg/dl. A few hours later, the patient started vomiting and he went to the hospital. The blood glucose result at the hospital was 490 mg/dl. The patient was treated with an insulin injection and fluids. The patient was still in the hospital, but he was expected to be released in "several" hours. There were no allegations of an insulin leak or delivery inaccurate. According to the patient's physician, the elevated blood glucose level could have been from not changing the cannula site each time. The infusion device is not expected to be returned for product evaluation.